Manufacturer narrative:
Analysis of the pump found a hole in the internal pump tube due to mechanical damage. Additionally, destructive analysis identified gear train anomalies due to corrosion, wear and/or lubrication, and motor stalls due to residue on the gear pinion and shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 20 ,000 mcg/ml of fentanyl at 15,000 mcg/day via an implantable pump for chronic low back pain and spinal pain. On (B)(6) 2017, it was reported that the patient's pump motor stalled with no recovery on (B)(6) 2017. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostics or troubleshooting measures were performed. The patient was prescribed oral medication, and referred for replacement surgery. Surgical intervention was scheduled for (B)(6) 2017. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis found that there was a hole in the pump tube due to mechanical wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-29. The pump was replaced on (B)(6) 2017 and the healthcare provider (hcp) decided not to aspirate from the catheter since they were certain there were no issues with the catheter. It was stated that they did not do a back table prime. The representative wanted to know how long the patient would go without drug since it would be the same drug, dose, and concentration. It was reviewed that the patient would get drug from the catheter for about 4 hours 28 minutes and then it would go for anywhere from 6.5 to 9 hours without drug before the new drug would hit the system. The catheter volume was 0.14 ml. The dose of fentanyl was stated as 15026 mcg/day.